Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00415.

Event description:
It was reported the patient was implanted with a reverse shoulder over a year ago. Subsequently, the patient was revised a couple of months ago due to the poly disengaging from the stem. A second revision was recently performed due to another disengaged poly and possible infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4; b5; d11; g3; g4; g7; h1; h2; h3; h6. Corrected: e2; e3 d11: unk glenoid head, unk baseplate, unk screw, unk screw. No product was returned; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. Part and lot identification are necessary for review of device history records for other devices, neither were provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02059, 0001822565-2020-02060, 0001822565-2020-02061, 0001822565-2020-02062.

Event description:
No further event information available at the time of this report.